Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that the leads were dislodged during the explant. The leads demonstrated normal operation prior to the explant. The patient was stable before, during, and post procedure.

Event description:
It was reported that the device was explanted due to erosion. During the procedure connector pin bent was noted and the physician decided to remove the leads due to placement in the pocket. No further information available.